Event description:
It was reported that during insertion of the iab through the insertion sheath, difficulty was encountered. The iab was connected to the pump, but the balloon would not unwrap or inflate. As a result of this, the iab was removed and replaced. There were no patient complications.